Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed that the soft tip was stretched and flattened. Additional information received on (B)(6) 2012, reported that there was some resistance during removal; however, it was not with the anatomy. It is unknown what the resistance was with. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.